Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-49 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed glucose tablets and carbohydrates, and went to the emergency room (ER) to address low bg. Customer updated their pump settings to address the event and was released from the ER on the same day with the issue resolved and no permanent damage.